Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty removing a guidewire and inserting a stylet into the left ventricular lead. The guidewire and stylet were removed and the lead was implanted. The patient was stable post procedure.